Event description:
A dentist was preparing a tooth for a crown and alleged that the bur came out of his handpiece and was swallowed by the pt. It was a broken bur. The pt was x-rayed and the bur was observed in the abdomen with other pieces of amalgam (which is normal). The medical dr alleged that everything looked normal in the pt's abdomen. Follow-up with the dr revealed that the pt passed the bur with no complications.